Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. At baseline there was no pericardial effusion noted. After taking a picture of the left atrial appendage the pigtail catheter was removed and the wds was inserted. Once the device was snapped together a contrast picture was taken to check placement in the appendage. With this contrast picture it was noted that a perforation of the back of the appendage had occurred and contrast was flowing into the pericardium. The patient was hemodynamically stable so the device was assessed to ensure meeting pass criteria. Once pass criteria was assessed the device was released, the sheath was pulled back and protamine was given. The patient stayed hemodynamically stable throughout this entire process. There was a minor change in pericardial effusion but not large enough to need intervention. The patient was discharged the next day with no further complications or intervention needed.